Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet, causing the pump to shut down. During troubleshooting, it was discovered that customer was using a non-tandem provided wall adapter with a tandem-provided charging cable to charge the pump. There was no reported adverse impact to the customer. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.